Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
A patient underwent ureteroscopy +/- lasertripsy, performed in the ureter and kidney on (B)(6) 2014. When access sheath was advanced, it seems that the wire may have exited the sheath prior to the surgeon releasing it, and the surgeon continued to advance the sheath, perforating the ureter of the patient. The patient did not require any additional procedures due to this occurrence. No adverse effects to the patient were reported due to this occurrence.